Event description:
It was reported that this patient's pocket was revised due to a erosion. The revision was successfully performed, and the implantable cardioverter defibrillator (ICD) remains in-service. No additional adverse patient effects were reported.